Manufacturer narrative:
A field service engineer was dispatched to the customer site. The adapter converter, catalytic converter, oil mist filter, and vacuum pump oil were replaced to resolve the mist/haze and odor/smells issue. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the mist/haze and odor/smells issue, and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the mist/haze and odor/smells issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The parts were not available for return and further analysis. The assignable cause of the mist/haze and odor/smells issue is the adapter converter, catalytic converter, oil mist filter, and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. (B)(4).

Event description:
A customer reported mist/haze and odor/smell emitting from the sterrad® 100nx sterilizer and six healthcare workers (hcws) experienced headache, shortness of breath, dry throat, throat irritation, nausea and dizziness. Their symptoms resolved the same day of the event without receiving any medical treatment, and all were reported to be ¿ok¿ and "fine." The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. The injuries reported were not considered serious as the symptoms resolved on their own without any medical treatment. However, this event is being reported as a malfunction subsequent to a serious injury.